Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred from the tubing on a homechoice (hc) cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.